Manufacturer narrative:
Open book / critical pump error after battery installation. The criticalpump error was generated by pump error 3 per bootloader traces and pumperror 18 at the long trace, problem was isolated to pcba2. The motor wastestes outside the device and passed. Unable to perform functional testincluding selftest, rewind, prime/seating test, basic occlusion test,occlusion test, force sensor test and displacement test due to criticalpump error. Unit received with minor scratched display window, case andkeypad overlay.

Event description:
It customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.